Manufacturer narrative:
The device was returned. The customer error description could partly be confirmed. Due to deformation of scope connector, water tightness was lost. There were few additional findings. Due to wear of forceps elevator lever, the up/down knob could not be locked securely. Air/water-cylinder and suction cylinder had discoloration. Scope body and scope connector cover had discoloration. Scope connector cover plate was peeling. Due to damage on ultrasonic cable, the number of missing elements exceeds the standard value. Due to damage on ultrasonic probe, the displayed ultrasound image was defective with missing elements. Objective lens had a scratch. Adhesive on bending section cover had a chip. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of angle wire, the play of right/left knob was out of the standard value. The universal cord had buckling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the gastrovideoscope exhibited leakage at knob and video connector. The device was returned and an evaluation revealed a gap of adhesive on the distal end, between the acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon is likely due to the handling of the client. However, a specific root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: " do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.